Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported that PICC appears to be dropping into svc. Heading downward. Then, magnifying glass flips up to top right corner of sherlock. Tried to recalibrate multiple times to see whether that would fix it but continued to flip up away from svc. X-ray confirms low svc of PICC tip. No patient harm reported.